Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the health care professional (hcp) wanted to know how to decrease stimulation using the patient programmer (pp) because they believed the stimulation was turned up too high since the patient was complaining about bladder pains. The hcp didn't think the patient had used the pp at all because they have signs of dementia and were very confused. Trouble shooting attempts were made and the ins showed it was on and set to program 3 at 0.4v. The hcp reported that they believed the issue was resolved but was going to let the patient get used to the change. There were no further symptoms or complications reported or anticipated.